Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported a spectrum pump shut off by itself while in use on a patient for a stress test. A nurse reportedly observed the event and was able to switch out the pump for a new one. There were no adverse effects to the patient.